Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a posterolateral fusion using rhbmp-2/acs and subsequently developed a seroma of unknown etiology.